Event description:
It was reported that the superior vena cava (svc) coil impedance on the right ventricular (rv) lead was high. No intervention or reprogramming was done and the rv lead is being observed by the physician. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Maximum defibrillation active can impedance rises from 126 ohms the week ending (B)(6) 2014 to 172 ohms the week ending (B)(6) 2014. Analysis of the device memory indicated a lead impedance out of range alert. An out of trend subthreshold lead impedance alert occurred on (B)(6) 2014 and (B)(6) 2014.